Event description:
The account reported via user MDR number (B)(4) the following "the surgeon was concerned with how fast the cautery cut and questioned the nurse as to the heat sittings on the erbe unit. They were confirmed in the colon perforation that required admission to the hospital (the next day) resulting in bowel resection surgery. What was the original intended procedure? Complete colonoscopy with not snare polypectomy and complete colonoscopy with biopsy of sessile transverse colon polyp, unresectable and injection of spot". Add'l info: it was further reported that the pt was very sick, a chronic smoker, and had previous perforations. The facilities biomed reported that the outputs were within spec.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The unit's outputs were found to be within specs. The involved endocut mode was functioning properly. However, the endocut mode setting was effect 1. It is unk if this effect was used at the time of the incident (note: effect 1 is more aggressive than the typical setting of effect 3). In-depth testing revealed that the unit's spark monitor was not working. A bench eval of this situation revealed that the spark monitor had no influence on the endocut mode (note: since the unit was sold in 2007, it has not been sent to erbe for any routine checks/calibration as recommended by the MFR). The customer is being made aware of the equipment needing repair (i.e., replacement of the sensor printed circuit board to address the spark monitor issue). A review of the unit's device history record (DHR) revealed no anomalies. It appears that there were many factors involved with the reported event. Nevertheless, upon the removal of the polyp, the remaining wall was not sufficient to stay intact. However, no conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To further address the issue add'l in-service training was provided to the involved medical staff on (B)(4) 2013. No trends have been identified with this event. Erbe USA, inc. Is now closing the file on this incident.